Manufacturer narrative:
Pain and infection is known to occur, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues.

Event description:
Bilateral patient. The patient has experienced pain and infection at both implants and will have both of the abutments removed and exchanged for longer abutments. On the right side a cover screw will be placed during the treatment of the infection.